Manufacturer narrative:
(B)(4). Additional information states that the "dilator" was bent, not the catheter as stated in the initial report. The report of a damaged dilator body was confirmed through complaint investigation. Visual analysis revealed that the distal portion of the dilator body contained a continuous bend and the distal tip additionally appeared damaged. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect was observed "during use" and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter was bent after the doctor inserted and pulled it out, cannot perform again. No patient harm.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
It was reported that: the catheter was bent after the doctor inserted and pulled it out, cannot perform again. No patient harm.

Event description:
It was reported that: the catheter was bent after the doctor inserted and pulled it out, cannot perform again. No patient harm.

Manufacturer narrative:
Qn#(B)(4).